Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient had a c-section and a foley catheter was inserted. The next day, the catheter was to be removed. However, upon removal, the balloon would not deflate. After several attempts, the catheter was cut and the balloon would still not deflate. The patient was taken to interventional radiology, where the physician inserted a needle through the lower abdomen, using guided ultrasound, to puncture the balloon.

Manufacturer narrative:
Received only the distal part of the catheter, about 32 cm long. Per the visual inspection, it was observed that the inflation funnel had been cut and was not returned. Per the functional evaluation, water was inserted into the inflation lumen of the shaft and flowed out of the inflation eye easily with no obstruction. The deflation time of the used sample and what elements existed during the placement and use of the catheter were unable to be determined, due to poor sample condition. Therefore, the reported event was inconclusive. The exact time of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "bard® foley catheter caution: this product contains natural rubber latex which may cause allergic reactions. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile unless package is opened or damaged. Do not use if package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. Visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities: 3cc balloon: use 5cc sterile water, 5cc balloon: use 10cc sterile water, 15cc balloon: use 20cc sterile water, 20cc balloon: use 25cc sterile water, 30cc balloon: use 35cc sterile water, 40cc balloon: use 45cc sterile water, 75cc balloon: use 80cc sterile water. Do not exceed recommended capacities note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Bard is a registered trademark of c.r. Bard, inc. Or an affiliate. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Made in malaysia bard."

Event description:
It was reported that a patient had a c-section and a foley catheter was inserted. The next day, the catheter was to be removed. However, upon removal, the balloon would not deflate. After several attempts, the catheter was cut and the balloon would still not deflate. The patient was taken to interventional radiology, where the physician inserted a needle through the lower abdomen, using guided ultrasound, to puncture the balloon.